Manufacturer narrative:
The device evaluation found no malfunctions, aside from the allegation reported in b5. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. There was no physical damage to the area where the foreign material was detected. However, it could not be confirmed, whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The instruction manual states, the detection method associated with the event in "gif/cf/pcf-290, series operation manual, chapter 3: preparation and inspection" and preventative measures in "gif/cf/pcf-290, series reprocessing manual, chapter 5: reprocessing the endoscope". Olympus will continue to monitor the field performance of this device. This report is to provide information, based on the device evaluation and the legal manufacturer's final investigation.

Event description:
It was observed, during the device inspection. That the evis lucera elite colonovideoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.